Event description:
The customer contact reported a disconnection. The option-lok male adapter of the tubing set was connected to the female adapter of the attached extension set and was being used to deliver an unspecified solution during an unspecified surgical procedure. At the end of the surgical procedure when the surgical drape was removed, it was noted that the option-lok male adapter of the tubing set had disconnected from the female adapter of the extension set. It was reported that approx 200ml of blood loss was noted. The tubing sets were reconnected and the therapy was resumed. No further medical interventions were provided. The customer contact reported the nurse was asked about the set up of the tubing set to verify if the connections were tightened prior to use. The customer contact reported that the nurse "thought she did, but was not 100% sure." The customer contact reported, there were no adverse pt effects and no delay of therapy critical to this pt. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. Package labeling states: "use aseptic technique. Remove caps when required and secure connections." (B) (4). (B) (4).